Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump downloaded properly to the carelink software noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and hyperglycemia with a blood glucose level of 420 mg/dl. The customer's blood glucose level was 500 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the insulin pump and was given insulin drip at the hospital. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing as a symptom of high blood glucose level. The customer reported that the insulin pump was not working properly and alleged the insulin pump for under delivery. The customer reported that the insulin pump was not on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose event. The insulin pump will be returned for analysis.